Event description:
It was reported through a research article that the procedure was performed to treat an occlusion in an arteriovenous graft (avg) of a tortuous part of the elbow. A kink was noted in the previous unspecified implanted stent. The supera self expanding stent system (sess) was advanced, and the stent was deployed. The artificial dialysis was drained which caused a drop in blood pressure. This resulted in acute occlusion. Percutaneous transluminal angioplasty (pta) was performed and the patient recovered. It was noted that placement of the supera stent is somewhat difficult to position due to the resilience of the stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, d6a: dates estimated. H6: medical device problem code 1494 - incorrect anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the reported difficult to advance was due to the reported kinked stent graft at the tortuous part of elbow; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance cannot be determined. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect(s) of occlusion and hypotension is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1 - adverse event/product problem: "product problem" was added.